Event description:
It was reported that the unit intermittently will go to standby and will not properly boot up.

Manufacturer narrative:
Additional information will be provided once investigation is completed.